Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator vibrates while on a cruiser cart. The mixer is attached to the device. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.